Event description:
Wife of the end user reported that when transferring her husband into a wheelchair with the rhl450-1 patient lift she puts him in the sling facing the shaft. The user is getting marks on his knees and shins from his skin hitting exposed screws and nuts around the pump handle due to his legs being long.